Manufacturer narrative:
Vijayvargiya, sonya, et al. (2024). Sex-based outcomes of subcutaneous implantable cardioverter-defibrillator and impact of surgical technique. Heart rhythm 2024 1-5) https://doi.org/10.1016/j.hrthm.2024.04.052.

Event description:
It was reported per article of interest literature review that the authors sought to evaluate sex-based outcomes after subcutaneous implantable cardioverter defibrillator (s-ICD) implantation. They retrospectively identified all patients (n = 628) with an s-ICD implanted and followed up at emory healthcare between 2010 and 2023. There were 16 female patients and 43 male patients that experienced inappropriate shocks. There were 3 female and 7 male patients that experienced both appropriate and inappropriate shocks. T-wave oversensing, noise, and electromagnetic interference (emi) caused more inappropriate shocks in both sexes (14 in female and 34 in male patients) compared with supraventricular tachycardias and atrial fibrillation (which caused 5 in female and 16 in male patients). Two of the inappropriate shocks due to noise in male patients were the consequence of a lead fracture and a lead dislodgment; no lead-related complications were seen in women. Postoperative pocket-related complications were defined as any surgical complication occurring within 12 months of implantation and requiring an intervention (pocket revision or device removal). Pocket-related complications occurred in 21 patients and included pocket infection (7 in female and 5 in male patients), wound dehiscence (4 in female and 3 in male patients), and hematoma requiring drainage (1 in female and 1 in male patients). Female patients had a significantly higher pocket-related complication rate compared with male patients. They found that patients who had the s-ICD implanted before 2018 (by the old surgical technique) had a trend toward higher rate of s-ICD pocket related complications compared with patients whose s-ICD was implanted after 2018. No additional adverse patient effects were reported.